Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarms [064 and 078] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: a review of the alarm history showed call service 064 alarms. During rewind the pump gave a call service 078 alarm and prevented further testing. Corrosion was found in the battery compartment. The battery compartment was cracked alongside of the pump. The pump leaked at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. The call service alarm was due to moisture damage.